Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing sensor glucose discrepancy. The customer woke up in the morning to a sensor glucose value that was over 400 mg/dl while their blood glucose value was actually 200 mg/dl. Troubleshooting was performed and it was noted that they received a calibration error. Additionally, during the call the customer got a threshold suspend. Their blood glucose value was 147 mg/dl while the sensor glucose value was 44 mg/dl. They did not know the threshold suspend limit. The customer was not exhibiting symptoms of low blood glucose. The customer will be sent a replacement for their sensor.